Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced low blood glucose while using the ilet bionic pancreas, with sensor and fingerstick readings ranging from 60 to 92 mg/dl and later rising to 120 mg/dl after treatment; the pump reportedly suspended insulin delivery due to low glucose. Symptoms included cold sweat and presyncope. Outcomes included recovery after administration of fast-acting carbohydrates and glucose tablets, with home monitoring and no hospitalization. Investigation included customer support troubleshooting and education regarding confirmation by fingerstick, administration of 15¿20 grams of fast-acting carbohydrate, and frequent glucose monitoring to confirm upward trends. Investigation of this case revealed no device malfunction reported, with glucose recovery after oral carbohydrate suggesting effective user-directed mitigation. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined from the available information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.